Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause of the reported event could not be conclusively determined. Based upon the information from complaint, omsc surmised that the reported phenomenon occurred because an abnormal was detected in the internal circuit. The cause of the internal circuit malfunction is presumed to be the failure of the pressure sensor mounted on the main board. The cause of the failure of the pressure sensor mounted on the main board is presumed to be due to any of the following process errors. Oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to the oxidation corrosion. Because foreign matter (epoxy) had adhered to the mounting of the component due to a mistake, the wires inside the pressure-sensor had peeled off due to adherence of the foreign matter (epoxy).

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a procedure with the subject device, when the user turned on the subject device, an alarm occurred. The user replaced the device with another device to complete the procedure. The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the front panel display occasionally disappeared with an alarm. There was no report of patient injury associated with the event.